Manufacturer narrative:
Updated information: b3 event date updated. D1 brand name updated. D9 device return date added.

Manufacturer narrative:
Updated information: d4 UDI number updated h6 component code changed to g07001. The investigation for the air in purge alarm and controller failure alarms has been completed. The root cause of the air in purge alarm and the controller failure alarm was not determined due to the inability to reproduce them.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced alarms from the supporting automated impella controller (aic). While changing the purge cassette, the cassette did not prime and so an air in the purge system alarm was triggered. The decision was mad to replace the purge cassette with a new one. During the exchange, the aic triggered a controller error alarm. The alarms self resolved within ten seconds. The controller was not changed out and was operational at its pervious settings. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represents the automated impella controller. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.